Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto 3, visitag, carto navistar thermocool. Other company¿s devices that were used in this study: therapy coolpath catheters. (B)(4). The device is not return to bwi.

Event description:
This complaint is from a literature source. It was reported that 167 patients (68 cf group vs. 99 non-cf group) with paroxysmal atrial fibrillation disease underwent catheter ablation from 2009 and 2013 (for non-cf group). All subjects included in the cf group underwent ablations after the year 2013. Among them, three patient had cardiac tamponades needing drainage in the non-cf group. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿three-year outcomes and reconnection patterns after initial contact force guided pulmonary vein isolation for paroxysmal atrial fibrillation.¿ the purpose of this study was to compared the single procedure success of cf-guided pulmonary vein isolation (pvi) with that of non-cf guided pvi during a three-year (1095 days) follow up period and analyzed the pattern of pulmonary vein (pv) reconnection. Half of patients in non-cf group used navistar thermocool ablation catheter and the half of patients used therapy coolpath (st jude medical). It is unknown which devices the patients who suffered complications have used. Bwi takes conservative approach to report all three events occurred in non-cf group under navistar thermocool catheter, however catalog and lot number is unknown.

Manufacturer narrative:
Additional information was received on 10/04/2017. The physician commented that the complication rate for the study was within the accepted (and expected) rates for ablations of this type. The patients that experienced effusion requiring drainage have 100% recovered and with no residual effect. At least 2 of the 3 effusions were not related to bwi products and were in fact observed during the transeptal puncture phase of the study. Update. Quantity involved from 3 to 1. (B)(4).